Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with the reported reload? What was the exact rectal procedure being performed? How many times was the device fired? Were there any staple formation issues noted? Were any difficulties experienced with device intraoperatively? Were blood products required? What is the current patient status?

Event description:
It was reported that the patient's rectal cancer. The patient had hematochezia after rectal cancer surgery, and was improved after intravenous drip of hemostatic drugs and repeated injection of sodium chloride, norepinephrine and hemocoagulase in anal canal. The patient is stable.